Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 388928, lot# 0208168086, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type lead.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported lead damaged during explant. The consumer requested elective removal of system due to hip issues she wanted treated without the device implanted to allow for more specific imaging MRI and also not the level of improvement desired. The lead was extracted per guidelines with the lead disconnected from the battery and blunt dissection down to periosteum along the lead to release the tines. The tines were released and the surgeon applied traction to the lead which did not release and appeared as though the bottom two metal electrode contacts were stripped from the lead with the lead appearing to be fully intact. The issue was noted as not resolved at the time of the report.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported there were currently no plans to go back to theatre and attempt to retrieve the lead segment. According to the hcp, the consumer returned last week for review and presented with some swelling at the old ins site. The hcp syringed the pocket and retrieved some hematoma; however, no infection was noted with pathology and appears to have now settled. The issue was noted as resolved.